Event description:
The user facility reported via user facility medwatch report (mw5167953) that during a patient procedure their taka suction tube broke while in use, all pieces retrieved. No report of injury.

Manufacturer narrative:
The chroma-line brand taka xl suction tube subject of the reported event is being returned for evaluation. Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Contrary to report 1527821-2025-00006-01, the taka suction tube was requested back for evaluation however, to date, the device has not been returned. Without the return or evaluation of the device, the cause of the reported event could not be determined. Following the reported event, steris performed in-service training with user facility personnel on the proper use and operation of the taka suction tube, specifically the importance of not bending or applying excessive force while in use. The instructions for use states, "avoid mechanical shock or overstressing the devices." "Prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage." The device history record was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
The taka suction tube was returned to the supplier for evaluation. Evaluation results determined that excessive force was applied to the device. When the user applied excessive force at the connection of the tube and the handle, it caused the device to break as stated in the reported event. Steris performed in-service training with user facility personnel on the proper use and operation of the taka suction tube, specifically the importance of not bending or applying excessive force while in use. The instructions for use states, "avoid mechanical shock or overstressing the devices." "Prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage." The device history record was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. No additional issues have been reported.